Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a keyboard failure occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyword was not working. A technical support specialist (tss) performed follow-up with the customer regarding the keyboard issue on the enterprise server united states controlled substance tracking scanning device. The tss attempted multiple contacts through email and phone but received no response. A final email was sent requesting confirmation on whether the issue was still persisting or had been resolved, along with availability for further troubleshooting. No response was received, and no troubleshooting or changes were performed due to lack of customer engagement. The tss proceeded with case closure and advised that a new request could be created if the issue persisted.